Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient "left the hospital" with a prescription for unspecified antibiotics (no further details); however, it was not reported if the patient was admitted to the hospital for the event. At the time of the report, the patient outcome was unknown. The same day as event onset, pd therapy was discontinued. No additional information is available.